Event description:
I underwent a levulan blu-u light treatment on (B)(6) 2019 as f/u treatment to mos surgery for squamous cell carcinoma between my right eyebrow and right temple. I had a good amount of levulan applied to my face and after a 2 hr waiting period, I underwent 17 mins of blu-u light treatment, during which I experienced significant skin discomfort and heat sensation. I was given a hand-held fan which also sprayed water, and I needed to use this frequently during my blu-u light treatment to make the treatment bearable. I did have protective goggles on and kept my eyes tightly closed, yet I believe some of the levulan mixed with water and sweat, and may have gotten under the protective goggles and leaked into my eyes. My eyes did "itch" near the end of the treatment and after the treatment. Over the next few days, I had significant irritation and tearing in my eyes reminiscent of the episodes of recurrent corneal erosion (rce) which I have suffered from periodically since 2001 when I was diagnosed with rce during military service. I have been treated successfully with muro 128 drops and ointment as needed to control my rce from 2002 until my blu-lu light treatment on (B)(6) 2019. However, after the levulan blu-u light treatment, the muro 128 drops and ointment did not seem to help with the excessive tearing and eye irritation, and I went to see my ophthalmologist at the (B)(6) hosp who diagnosed eye irritation and tear duct blockage from "chemical irritation." I have never had my tear ducts blocked before. F/u visits and various treatments to include probes to help open my tear ducts were only partially effective, and I was put on maxitrol anti-biotic and steroid eye ointment, which did provide temporary relief, and I was referred to a senior ophthalmologist at the fort carson med ctr who has performed 2 add'l tear duct probe / opening procedures over the last few months which have provided partial relief from excessive tearing, and I am currently scheduled to undergo a more extensive micro-procedure on (B)(6) 2019 to actually cut open my tear ducts to hopefully finally correct this eye irritation and tear duct blockage as a result of "chemical irritation" from my (B)(6) 2019 levulan blu-light treatment. Since my (B)(6) 2019 levulan blu-u light treatment and the series of 3 tear duct probing / opening procedures and various eye meds, my muro 128 ointment has become somewhat effective again, although I have to use it much more frequently than before (B)(6) 2019, and my eyes seem to be very slowly healing. I'm hoping the tear duct micro-surgery operation on (B)(6) 2019 will finally fully correct this eye issue which I think was caused by a leakage of the levulan cream under my protective goggles during my (B)(6) 2019 blue-u light treatment.